Manufacturer narrative:
Distributor performed evaluation and any necessary correction.

Event description:
It was reported by the distributor that the scale was inaccurate due to not being zeroed properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.